Manufacturer narrative:
(B)(4).

Event description:
The sensor wire was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted on the arm on the (B)(6) 2017. It was reported that the patient used an alternative insertion site. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.